Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient while being externally paced experienced "r on t phenomena" which led to ventricular tachycardia (vt) / ventricular fibrillation (vf). The patient was treated with cardiopulmonary resuscitation (CPR), medication and externally shocked. The patient returned to normal sinus rhythm and there was no harm to the patient. The external pulse generator (epg) was sent to the clinical engineering department of the hospital. No further patient complications have been reported as a result of this event.